Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was blood in the inflation lumen. There was a pinhole in the balloon material at the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The distal tip was damaged. The shaft was damaged at the guidewire exit notch which is consistent with interaction with a guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-jun-2016. It was reported that crossing difficulties were encountered. The 95% stenosed, 15x4.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 4.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.